Manufacturer narrative:
This device was not returned for analysis. At this time, no further information has been received. If additional information or this device is received, this report will be updated.

Event description:
Boston scientific crm received information that during a routine device changeout procedure, the leads were stuck in the header of this device. No adverse pt effects were observed.